Event description:
Cautery pencil was reported to have activated by itself. Both pencil and electrosurgical generator were evaluated according to mfg specs by the biomed engineering dept. Malfunction was unable to be duplicated. Cautery pen was connected properly in or at the time of service and could not have accidently been keyed.